Event description:
Info received indicates the brake will set, but the right foot brake caster continues to swivel.

Manufacturer narrative:
The tech replaced the right foot brake caster to repair the bed.